Manufacturer narrative:
The device was received for evaluation. During functional testing the "blank screen" was unable to be reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During evaluation the device had low audio. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an blank screen during a unspecified process step. There was no patient involvement. No additional information is available.